Manufacturer narrative:
510k: this report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a l5/s1 stabilization procedure, the surgeon needed to distract using the distraction rack off the instrument tray but both distraction racks were faulty. Upon sourcing two additional distraction racks from another set, the surgeon encountered problems with final tightening. Upon final tightening two audible clicks were heard and the tubes and distraction rack were removed, but the screw heads retained their polyaxiality. The surgeon final tightened a second time without the tubes or rack which then locked off the polyaxiality. The surgery was successfully completed without surgical delay. The patient is reported as recovering well. This report is for one (1) unknown screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.